Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and successfully restarted sensor session, with error not recurring and sensor session starting normally.